Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the cap piercer assembly to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported erratic ise (ion-selective electrode) results were generated on the unicel dxc 600 pro synchron analyzer. The erroneous patient results were not reported outside of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for one (1) patient sample.